Event description:
The customer reports during a therapeutic endoscopic retrograde cholangi opancreatography (ercp) using an evis lucera elite video duodenoscope with a single use distal cover, the distal cover had fallen off inside the patient. The distal cover was not retrieved and therefore cannot be returned for evaluation. Case with patient identifier (B)(6) reports the distal cover used in the procedure case with patient identifier (B)(6) reports the scope used in the procedure. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being update d to report investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Additional information provided by the customer: the subject device was inspected by two competent staffs prior to use. ·anti-fog agent was not used. ·no chemical was applied to the distal end, but very small amount of ky jelly was applied to insertion section to assist the device being inserted into the patient. ·the distal cover attached to the subject device had no indication of splits or damage. ·since it was confirmed that the user had numerous training and could attach/remove the distal end, the user did not play with the cover after attachment. ·since the two staffs check the distal cover once the cover was attached, the user considered that there was no need to twist or pull it. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Root cause of the suggested event was not specified. Consideration according to investigation findings, the event may have occurred because the distal cover was in a state of easily come off the subject device due to the following. A) the distal cover was inappropriately attached. B) chemicals such as ky jelly which was applied to the insertion section unintentionally adhered to the distal cover, causing breakage of the cover.